Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: explanted: product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown , UDI#: unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that patient stated she is itching like crazy all over but mostly where the tape is on her back. She also stated she got up last night to go to the bathroom really bad but nothing came out. Support link referred her to her doctor. No device issues were reported. Additional information was received from the patient. They reported that this device hasn't made anything better and just does not want it anymore. Patient also mentioned that her back was hurting and took some pain pills last night. Patient also mentioned that she was on the way to the hospital because her wires were loose and is hoping the leads get taken out today.